Event description:
Tibial baseplate loose. Doctor felt reason for this was at time of 1991 implantation femoral component was put in varus - pt had a medial supracondylar osteotomy in 1992 by another surgeon to correct femoral allignment. Femoral component well fixed.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: invalid data. The device was not destroyed/disposed of.